Event description:
Boston scientific received information that this device has declared elective replacement indicator (eri). The device battery is exhibiting extended charge times of greater than 22.5 seconds, and as a result was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
New information became available that this device was explanted and successfully replaced without incident.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.